Manufacturer narrative:
Device passed the operating currents, self test and displacement test. No low blank display anomaly noted during test. Device received with cracked battery tube threads.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 402 mg/dl at the time of the incident. Customer stated the insulin pump had blank display. Troubleshooting was performed. The insulin pump will be returned for analysis.